Event description:
During a ventricular tachycardia procedure, there was a steam pop resulting in a cardiac perforation. Ablation was being performed in the right ventricle apex. When the steam pop occurred, the patient became hypotensive. A perforation was noted on the echocardiogram. A pericardiocentesis was performed and the patient was admitted to the ICU and kept intubated overnight. The patient has since been extubated.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. An event of a steam pop resulting in a cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.